Event description:
It was reported the system stopped during a scan causing the patient to be re-exposed. It was determined that the motor needed to be replaced. Once this was done the system is working as intended.